Event description:
This 39 yr old female underwent breast augmentation in 1992 with implantation of saline mammary breast prosthesis. She presents with deflation of the left posterior leaf valve. Gross exam: partially deflated prosthesis weighing 46 gms.